Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the removed bending section cover, the cause was due to an excessive or inadequate physical force exerted on it by another object. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited a removed bending section cover. There was no patient involvement.